Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h6, h11. MDR section codes updated/corrected: a, b, c, d, e, g. The revision may have been the result of the glenoid loosening, possibly related to the patient¿s cysts near the glenoid bone, as well as wear and fracture of the glenoid component. The cause of the loosening, wear, and fracture cannot be confirmed because the components were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D6a: unknown date in 2010. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial primary total shoulder replacement on the right side. Subsequently, the patient experienced glenoid loosening and formation of cysts below the glenoid secondary to prosthesis wear and fracture. Therefore, approximately 15 years post-surgery, the patient underwent a revision. The glenoid component was noted to have fractured prior to the extraction; as a result, the superior portion of the glenoid was unable to be extracted. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.